Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer (fse) found that the auxiliary full height drawer had failed in hardware testing application mode, and the rear central drawer controller failure and was verified using a multimeter. The fse replaced the rear drawer board and rear drawer controller, after which the drawer became responsive and was properly configured in space configuration mode. A final test was performed successfully. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary machine was displaying an error saying device not detected on bus for multiple drawers. They were unable to access the drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.